Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarmed multiple pump error alarms. Customer was able to clear the alarm and rewind the insulin pump. The self test and displacement test were passed. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however, the customer will discontinue the use of device.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 130 or 37 alarm noted during testing or unexpected rewinds noted. However, on alarm detail review screen and in adapt tool it recorded multiple pump error 130 and 37 alarms. The adap tool also recorded pump error 53 on 12/28/2021. Per r&d investigation pump error 53 occur due to bum error file=1 line=0. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. However, moisture damage noted on motor home switch during visual inspection. No physical damage noted during visual inspection. In conclusion no pump error alarm 130 or 37 were noted during testing. However, moisture damage noted on motor home switch during visual inspection. In addition, pump error 53 was also recorded in download history files. Isolate to electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.